Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit is not sending the ECG signal. They have tried sending the ECG signal to the cardiosave with the external cables. They are in semi auto and selected ¿external¿ as appropriate for an external signal, but continue to get a flat line on the ECG. The have tried multiple cables. The cable works on the cs300 but not the cardiosave. There are no messages on the cardiosave. The ¿external ¿no cable¿ message is not present. They believe at this time that it is due to the jack input port. At this time the patient¿s well-being is unknown.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
At this time, the customer has not requested for getinge to evaluate the cardiosave intra-aortic balloon pump (iabp) unit involved in this event. A getinge service territory manager (stm) has conversed with the customer and the customer was using a old cs300 cable that was not terminated properly for cardiosave use. The customer's biomed (trimedx) terminated new cable according to cardiosave specifications and now is receiving ECG signal from phillips monitor.

Event description:
N/a.